Manufacturer narrative:
D4: j-sos-100500 or j-sosr-100500 device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bakri device was inserted while patient was in the or on an unknown date. The bakri device was removed the same day of insertion (while inpatient). After the patient was discharged from the hospital, a stopcock from the bakri device was found in the vaginal vault. The patient was subsequently admitted with endometritis. We are unsure how the stopcock became unattached from the device. Attempts were made, but no additional information was available. 1216677-2026-00046 unknown bakri ballon 2026-05-0000148